Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with shortness of breath and dizziness. Upon interrogation, it was observed the atrial lead was failing to capture. The lead was explanted and replaced the same day. The patient was discharged.